Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was not working properly, while connected to the patient. The patient became unresponsive. Blood gases were taken and the results were "abnormal". The patient was placed on the hospital ventilator. Blood gases were taken and results were "normal". The ventilator did not alarm but the screen was flashing. There are no allegations of ventilator causing patient harm.